Event description:
It was reported that during a stabilization procedure using the speedlock implant with inserter handle, the implant did not release from the inserter handle, pulling the implant out of the bone when the handle was retracted. Due to this event, there was a 30 minute surgical delay and the procedure was ultimately completed using a competitor's device. There were no pt complications reported as a result of this event.